Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for pain and high metal ion concentration. Explanted the asr 50 mm shell and asr 45 mm unipolar head with +2 sleeve adapter. Implanted a 56 mm deep revision cup with 2 pinnacle screws. Also implanted 50 +4 neutral altrx liner with a 32 +5 articuleze head.